Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The caller stated that the insulin pump kept restarting. The customer's blood glucose levels were 123 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that the insulin pump alarm was cleared. The insulin pump will return for analysis.

Manufacturer narrative:
Initial report had the wrong aware date. The correct aware date is 20-feb-2019.